Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled with approximately 470 units of insulin using room temperature insulin. A cartridge change was performed to address the issue. Blood glucose level was 238 mg/dl.